Event description:
Patient said that had a surgery about a month ago, said that they put a battery in their chest and continues to have a hard time adjusting to it. Patient said it is the inspire implant. When asked, patient said that about two days ago started a new medication, to calm down their anxiety related to previous inspire implant surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).